Event description:
It was reported to covidien on (B)(6) 2013 that a customer had a problem with a bone marrow biopsy needle. The customer reports that during retraction, the grip of the biopsy needle became loose from the needle. The needle broke just under the handle. They had to remove the needle with another small tool. The patient was not harmed and there was no medical intervention as a result of this incident. They had to stop the procedure and use another bone marrow needle.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.